Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results on a patient. There was no patient information, test/collection times, nor details surrounding the event at the time of this report. Return product is not available for investigation. Method crea I-stat 761 umol/l. Lab 90 umol/l. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 04-jun-2024. The customer reported unexpected high creatinine results on an unknown chem8+ cartridge lot (later determined to be lot h24003) when comparing the I-stat analyzer results to the results on a roche cobas 8000 lab analyzer. An MDR was filed on (B)(6) 2024 based on the data available at the time. The incident was raised to a level 2 complaint on (B)(6) 2024. On (B)(6) 2024, the customer emailed more information which included that the patient was on hydroxyurea at the time of the testing. As per artwork 765874-00 rev. D rev. Date (B)(6) 2021, I-stat chem8+ cartridge, hydroxyurea is a known interferent where the I-stat creatinine results will be increased.